Event description:
It was reported that the patient presented for remote follow up via (B)(6) with the right atrial lead that exhibiting under-sensing of atrial fibrillation which resulted in delayed automatic mode switch. No programming changes were made. The patient was in stable condition.